Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: complaint sample review : pouches j2305075 were received for evaluation, while inspecting these pouches as per the standard practice of visual inspection (i.e. Product shall be placed over the table light and inspection distance should be 35 - 45 mm for clear visibility), no negative observation was identified. Review of images: from a word file from japan business unit having total 28 sections was received for evaluation, the file was reviewed visually, below were detailed observations: 1. 19 sections (out of 26) were representing pictures of defects. 2. Pictures of the defective pieces were taken under 100x zoom level. 3. At 100x zoom level very fine particles were visible, where, most of the particles were visible in a particle size less than 0.5 mm. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Based on the detailed investigation, it was found that the product was inspected differently at user's end and might lead to the non-conformance, which were unable to be traced while inspecting the same product as per manufacturer standard practice. Therefore, further investigation of the received samples and images is not possible and it is inconclusive. As per standard practice, 100% functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There is no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported on 24-jun-2024 and a drain had foreign matters like wood chips and like a hair in the sterilization bag. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information provided: additional product: 2233 (lot#:unk ) x17 involved, x17 returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please request clarification of the following information regarding what the quantities represent? Blake drain 2227 ¿ (17total-(B)(4)involved). J2300567 quantity to return/1 quantity involved/ (B)(4). J2303679 quantity to return/7 quantity involved/ (B)(4). J2305075 quantity to return/9 quantity involved/ (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4 primary UDI number. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.